Manufacturer narrative:
The ventilator logs were downloaded and the defective water trap (air filter) was returned for investigation. Eval of the ventilator logs confirms that the reported alarm for low gas supply pressure had been generated. This alarm, and several other alarms that indicate insufficient gas supply or a leakage were generated a few days before the reported event. There was an alarm generated that shows that there was a large air/gas leakage. This alarm instructs the user to check the tubings for leakage. Visual inspection of the returned water trap (air filter) shows that the plastic valve inside the water trap (air filter) was cracked and broken in small pieces. Simulated use testing of the water trap (air filter) confirms that there was a leakage. A leakage in the water trap (air filter) on the inspiratory side of the ventilator will lead to insufficient supply of gas to the ventilator, and this will cause the ventilator to generate several visible and audible alarms regarding leakage in the system and low gas supply pressure. Our conclusion is that the reported problem was caused by a cracked valve inside the water trap (air filter). The root cause for the cracked valve has not been determined.

Manufacturer narrative:
A service engineer has been on-site and started the investigation. The air hose's diss filter between the ventilator and the compressor was found cracked. The diss filter was replaced. The replaced part was requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed.

Event description:
It was reported that the ventilator generated alarms for low gas supply pressures. There was no patient involvement. (B)(4).